Manufacturer narrative:
The actual device was not available for evaluation. A review of device history records indicated all production processes were followed. An engineering investigation was conducted which revealed that the tibial had bi-condylar wear. In these situations it is common to revert to valgus re-sectioning which is a smaller resection depth; however the valgus re-sectioning was not done in this case.

Event description:
It was reported that the surgeon removed an excessive amount of bone when using the instrument. As a result the patients pcl was damaged.